Manufacturer narrative:
Date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Investigation findings found uso and dso sensor seals were detached, and the air detector was damaged. These were all replaced. Device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that upon power up, device alarmed loss of clock and patient data. No patient involvement. Investigation findings found that the dso was detached.